Event description:
It was reported that the patient had withdrawal symptoms. It was indicated that she had cold sweats and was sweating 2 days prior to the date of this report. It was noted that the patient was getting severe cramps in her legs. The patient was due for a refill 2 days following the date of this report. It was noted that the patient did not have a fall and no alarms noted. The patient was going to the hospital if needed. The patient's outcome was not provided. The drugs delivered via pump were compounded morphine and compounded baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.